Event description:
It was reported the screen is cracked, and there is noise on the EKG (electrocardiogram) slave connector. The noise goes away when the slave cable is pushed in and down. Several cables were attempted, with the same result. The power cord door cover also needs to be replaced. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A noisy EKG (electrocardiogram) signal, caused by a loose EKG connector, a broken overlay, and broken tabs on the power cord bay door were found.